Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported he put a battery in his insulin pump today and nothing comes up on the screen. He stated that about two weeks ago he started seeing black spots on the screen. He can still see the numbers, but it looks like someone painted on the screen. Customer's blood glucose is 147 mg/dl. Customer did not receive a low battery alert prior to the off no power alert. The device was not bumped or dropped. The battery cap is not loose or damaged. Customer uses energizer batteries. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.